Event description:
The pt was reportedly experiencing pain with device use. External equipment was exchanged, however, this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.